Event description:
The pt was admitted for a procedure in 2008 with a 90% moderately calcified lesion in the mid and distal left anterior descending (lad) branch. It was noted that the vessel was moderately tortuous. The lesion was pre-dilated and a 3.0 x 18mm cypher stent was being delivered to the lesion. However, the cypher became stuck when passing through the left main, due to the calcification. The cypher could not reach the lesion. Therefore, pre-dilation was conducted at the left main and the cypher was redelivered, but it did not cross the same section again. So the physician retrieved the cypher from the pt and visually confirmed the stent to be flared at the distal end. The physician stopped using the cypher. The procedure was finished successfully with the implant of another cypher (3.0/18mm). There was no pt injury reported. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed stent delivery systems. During a coronary intervention, the distal struts on a cypher stent became uplifted. The product was removed from the pt and no injury occurred. Vessel/lesion characteristics were described as moderately calcified and tortuous with 90% stenosis. The physician was attempting to navigate to the mid-to-distal lad but found the cypher was getting stuck in the left main "due to the calcification." The procedure was successfully completed with a new cypher stent. No anomalies had been noted prior to use. The product was not returned for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The fpi/lpi and crossing profile test results were accepted according to the spec. The complaint could not be confirmed without return of the product. Review of the available info suggests that vessel/lesion characteristics may have contributed to the event.